Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 3 of 3 1a & 2a) customer contacted tsc to report two different patients were typed with anti-d bioclone reagent lot# db319a exp: 8.24.2019 in tube method and both patients typed as o neg on initial draw. Customer did not perform weak d testing and resulted o neg. Abo rh retype draw was performed on second sample and they saw a weak-1+ pos with anti-d bioclone reagent lot# db319a a different tech performed typing on the initial sample with the same anti-d bioclone reagent lot# db319a and obtained a weak- 1+ reaction. 2b) third tech performed abo rh typing on initial sample and neg results observed. Customer reports no harm came to either patient as no transfusion occured and no history of transfusion. Customer reports qc passed using lot# cnf107 exp: 5.8.2018. Issue started on: has occured twice in past month. Frequency: 2 different patients. Methodology used: manual tube. Incubation time (for manual test only): immediate spin. Pattern observed: neg. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Result obtained by repeating: weak-1+. Method used to repeat: manual tube. Customer report no signs of contamination in anti-d bioclone. Customer reports storing product according to IFU. Customer reports both patients were adult males. Customer reports antibody screening on patients in question is negative. Customer tested with different techs with discrepant results between them. Customer performed weak d testing to further investigate and both patients 2+ pos reaction. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue : up to date. Tsc discussed with customer how 3% to 5% suspension is being prepared. Tsc discussed with customer that suspension may be too light not exposing enough red cell antigens to anti-d in bioclone. Tsc emailed customer certificate of destruction and IFU of anti-d bioclone. Customer did not perform molecular testing on patient samples in question. Customer will review red cell suspension preparation with techs. Customer content with documentation of event, no further action from tsc.